Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens was implanted; removed and replaced intra-operatively for a shorter length lens. The problem was resolved. Cause reported as a patient related factor.